Event description:
Rn reported that home patient's (hp) transfer set became separated from the peritoneal dialysis catheter's titanium adapter in 2003. The transfer set had been in use for 11 days. Following this incident, the hp experienced cloudy effluent and abdominal pain and was hospitalized. The patient received a transfer set change and was treated with intraperitoneal vancomycin 1gm daily for 14 days.